Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 422 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer current blood glucose reading was 52 mg/dl. Customer blood glucose reading at the time of the incident was over 52 mg/dl. Customer also had 442 mg/dl blood glucose reading. Customer stated the drive support was normal. Customer treated their high blood glucose reading with syringe. Customer treated their low blood glucose reading with 4 dex tabs for a 15 carb boost. Customer also reported no delivery alarm but the issue was resolved by changing the reservoir and set. Set will be returning for analysis. Reservoir already returned and fail analysis determined there was no occlusion. Insulin pump will not be returning for analysis.